Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine implantable pulse generator (ipg) replacement procedure for normal battery depletion, after the new device was implanted and the patient was about to be sutured, the patient suddenly lost consciousness and developed asperger's symptoms. The cardiac monitor showed polymorphic ventricular tachycardia with a heart rate of approximately 231 beats/minute. The surgeon immediately performed cardio-pulmonary resuscitation rescue on the patient, and after external defibrillation, the patient recovered to a normal pacing heart rate. In order to avoid the patient from recurring malignant ventricular arrhythmias it was decided to change the original device replacement plan and instead implant a dual-chamber implantable cardioverter defibrillator (ICD) in the patient. The ipg was attempted/not used and replaced. No further patient complications have been reported as a result of this event.